Event description:
A past event was reported where the customer experienced a high blood glucose level, the exact value of which was unknown but was displayed as "high." Cause was not known. This event prompted the customer to seek assistance in administering a manual injection and helping set up a replacement pump. Technical support recommended that the customer consult with a healthcare provider to explore potential factors affecting their blood glucose levels, and the customer acknowledged this advice.